Event description:
As reported to coloplast though not verified, on (B)(6) 2006, patient implanted with aris trans obturator. Later patient experienced erosion, extrusion, infection, pain, and lower urinary tract obstruction. Patient had revision surgery in (B)(6) 2008 and was informed complications may continue in the future.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information in this report. Device not returned.